Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was completed as planned. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed that images flashed intermittently when performing exposure and fluoroscopy. Troubleshooting and assessment of the logfiles determined that data had been lost from the image processing pc (ippc), indicative of the ippc intermittently hanging up. The fse cleaned and re-inserted the ippc internal cards and memory bars and reloaded the ippc software and recreated the image storage. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images were intermittently black and stuck. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.